Manufacturer narrative:
Event date not specified. Date of report: 01may2019. Phone number not provided. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a confirmed battery failure. No patient or user harm was reported.

Manufacturer narrative:
Date of report: 18jul2019. Date received by manufacturer: 12apr2019. There was no on-site evaluation by the manufacturer. This evaluation was performed in-house by the customer. The customer reported that the replacement of the battery resolved this reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. Customer resolved.